Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Surgeon reported via our product manager the following: during the extraction of a broken gamma nail, the surgeon noted that the breakage of the nail was due to the use of a short gamma nail in a sub trochanteric fracture.